Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. While troubleshooting with tandem technical support, customer declined to reload the cartridge to avoid insulin waste, but indicated that the insulin gauge will be monitored. The customer reported a blood glucose level of 185 mg/dl while playing golf earlier in the day, but was unsure of the cause of the bg level.